Event description:
It was reported that the infection that the patient had was now treated and cleared up. She had the infection before the new pump was implanted on (B)(6) 2013. The old pump was bumping up against her rib cage and since the new pump was implanted she was not having this issue anymore. The patient had surgery because the pump battery was running low. Per the reporter, everything was going well at this time. The pump was working fine and the patient was having no trouble at all with the pump. The pump was keeping the pain down, the patient was not in any pain and her back was feeling better. The device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).